Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .092 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Evidence not conclusive, but bent grip tip damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's distal pulley exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument tips did not meet. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.